Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a clip applier was used in universal surgical manipulator (usm) 4 and the side of the instrument was stuck to tissue. The customer tried removing the instrument, but it was yellow and would not come out. The system logs showed that usm 4 was not engaged and that was why they could not remove or use the instrument. The error logs showed an error 282 on usm 4. The staff found a way to use a grasper to free the tissue from the clip applier on usm 4. They then were able to reseat the clip applier. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was not issued for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.